Event description:
Reporter stated that the surgeon inserted a single-piece silicone lens model aa4204vl into the patient's capsule tore. The surgeon enlarged the incision to remove the lens. An anterior vitrectomy was performed and put in a three-piece silicone lens and place a suture to close the wound.